Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 08apr2025: kinking can displace the graft. Kinking at the fold refers to a sharp bend in the stent graft.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: on (B)(6) 2022, the patient was routinely treated for a fusiform thoracic aortic aneurysm with placement of an unmodified proximal zta-p-30-109, a distal zta-d-28-160 (complaint device) modified with in-situ laser fenestration (for celiac artery), and a non-cook stent (in celiac artery). Procedure angiography revealed patent study devices, no endoleak, and no device issues. The 1-month follow-up imaging on (B)(6) 2022 revealed patent devices, no thrombus, no device issue, and no endoleak. The 6-month imaging on (B)(6) 2022 revealed patent devices, no thrombus, no device issue, and type ib (distal) endoleak. The 2-year imaging on (B)(6) 2023 revealed patent devices, no evidence of thrombus, and kinked zta-d-28-160 (handled in this complaint), type ib (distal) endoleak, and type iiib endoleak (related complaint) at the zta-d-28-160. The 3-year follow-up imaging on (B)(6) 2024 revealed patent study devices, no evidence of thrombus, no device issues, and a type ib endoleak. Pre-procedure planning info reports that a segment (not further specified) of the aorta into which deployment of the device is intended has a radius of curvature <20mm and that the aorta has localized angulation >45 degrees. Initially the site reported this event as ¿infolding¿ and ¿kinking at the fold¿, and when asked to elaborate the stated: ¿kinking at the fold refers to a sharp bend in the stent graft¿. Another query response indicate that the kink is at the level of the diaphragm. Review of the IFU found that the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the patients where it is not possible to preserve the celiac artery. In this case the celiac artery was preserved but only by modification of the device which is outside the instructions for use. The IFU also inform the user that severe angulation (e.g. Radius of curvature <20mm or localized angulation >45 degrees) is a key anatomical element that may affect successful exclusion of the aneurysm/ulcer. Review of the device history record gave no indication of the device being produced out of specification. The reported kink in this case is considered related to the reported angulated anatomy which is reported as being outside the recommendations in the IFU. It cannot be ruled out that the in-situ fenestration could also have contributed to the kink by damaging the structural integrity of the stent-graft, however the exact location of the fenestration in relation to the kink is unknown along with details on the fenestration itself. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). D3) denmark. G1) denmark. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to wce-1713: zenith alpha thoracic post market retrospective study: at 538 days post-procedure, it was reported that the distal zta device infolded, occluded, and developed type ib and type iiib endoleaks. On (B)(6) 2022, the patient was routinely treated for a fusiform thoracic aortic aneurysm with placement of a proximal zta-p-30-109, a distal zta-d-28-160, and a non-cook stent (at the celiac artery). The zta-d device was in-situ laser fenestrated after deployment to allow the implant of the non-cook stent into the celiac artery. Procedure angiography revealed patent study devices, no endoleak, and no device issues. No data are entered for 1-month through 12-month follow-up. The 2-year follow-up imaging on (B)(6) 2023 revealed patent study device, infolding on zta-d-28-160, type ib (distal) endoleak, and type iiib endoleak (fabric tear or fracture) at the zta-d-28-160 no evidence of thrombus. The 3-year follow-up imaging on (B)(6) 2024 revealed patent study devices, no evidence of thrombus, no device issues, and a type ib endoleak. Additional information received 24feb2025: the follow-up CT/MRI endoleaks form data for this visit shows the presence of a type iiib endoleak, indicating fabric tear or fracture. The follow-up CT scan showed overall stability compared with the previous scan of 2022, with stability of the marked folding of the distal stent graft at the level of the diaphragmatic aorta. However, there was still a type ib endoleak on the distal insertion, as well as a type iii leak due to prosthesis rupture on the folding.